Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is likely the following led to the burnt plastic distal end cover: the use of a high-frequency instrument without maintaining sufficient distance from the tip. The event (burnt plastic distal end cover) can be detected/prevented by handling device in accordance with the following sections of instructions for use: gif-q150 operation manual. Chapter 3 preparation and inspection - 3.2 inspection of the endoscope. Chapter 4 operation - 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a sticky connecting tube, grip, universal cord protector, and a burnt plastic distal end cover. There was no patient involvement.